Event description:
The customer reported battery is shorting when it is placed on the charger. When she pushes the buttons, it is completely blank. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.